Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. It was reported there was no patient involvement.

Manufacturer narrative:
Per fse no part was replaced in regards with the reported issue. The unit passed performance verification testing. The reported problem has not recur. The unit is back in service.

Event description:
The customer reported the ventilator alarmed with pressure sensor failure occurrence. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.